Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1951. On an unreported date, the patient experienced suspected peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent, abdominal pain, fever, vomiting, and loose motion coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. The patient was hospitalized for the suspected peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available.